Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failing repeatedly. A field service engineer logged in and conducted hardware tests on drawers 3.1 aux and 3.1 main. The aux drawer passed successfully, while the main drawer experienced a failure during the final phase of testing, indicating that the row board was not detected. All cubies were removed, and the row board cable was reseated on all trays. The back panel was also removed, and all drawer board components were reseated. After powering the station back on, the hardware test was successfully completed. The repair was verified through the hardware test application. The pyxibus cable was reseated, and all latch and position sensors were tested. The hardware was then tested using the hardware test application to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.